Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information provided by a nurse from the (B)(6) of use error and peritonitis in a home patient (hp). On an unreported date, the hp used a sterile gauze as a substitute for a mini cap. On (B)(6) 2012, the hp experienced peritonitis manifested by cloudy peritoneal effluent and abdominal pain. On (B)(6) 2012, the hp was hospitalized for the event. The hp was treated with cefazolin (250 mg/l as loading dose then 125 mg/l as maintenance dose, route and frequency not reported) alternated with 250 mg ceftazidime/l (as loading dose then 125 mg/l as maintenance, route and frequency not reported). At the time of this report, the hp had not yet recovered from the peritonitis. It was not reported if the hp was retrained in proper aseptic technique.

Manufacturer narrative:
(B)(4). A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the prevention of the use error that was identified in this complaint.